Manufacturer narrative:
Qn#(B)(4). N/a other remarks: n/a corrected data: n/a.

Event description:
It was reported that "persistent alarms about every 1-2 minutes. B. Denied the presence or appearance of blood in the driveline tubing. I walked him through a leak test. The iab failed the leak test. I explained that this indicated a failed iab. Iab removed and replaced". No patient harm or injury. The patient status is reported as "fine".